Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations confirmed the customer reported complaint, which indicates that the device did contribute to the customer reported issue. The instrument was found to have a missing grip pin at the base of the instrument. The probable root cause of a missing grip pin is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. This complaint is being reported based on the following conclusion: it was alleged that a pin from the prograsp forceps instrument fell inside the patient during a da vinci assisted procedure. The pin was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the jaw and pin of the prograsp forceps instrument fell out into the patient¿s abdomen. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: an 8mm prograsp forceps jaw and pin fell out into patient's abdomen. The instrument was inspected prior to use, and no damage was noted. When the fragments fell into the patient, the surgeon was working as normal, with no special task being performed. The surgeon thought the breakage and fragments falling was due to the instrument being weak and near end of life. Customer could not remember how long the instrument were working before fragments fell. The surgeon did not notice any problems with functionality of instrument or collisions with other instruments. Surgeon and staff noticed when the two fragments fell into the patient while working, and both fragments were removed immediately by assistance with a laparoscopic instrument. The customer did not notice any other damage to 8mm prograsp instrument. No other surgical procedure or post operative tests were needed to get fragments out as they were confident all fragments were removed. The procedure was completed robotically without harm to patient. Patient has not experienced any post operative complications due to fragments falling into the patient.